Manufacturer narrative:
The device was not returned for analysis; however, visual confirmation of insulation damage was noted by health professional. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine device replacement for normal elective replacement indicator (eri) the physician noted insulation damage on both atrial and right ventricular leads. The physician added a suture sleeve to each lead at the disturbed area with a layer of medical adhesive between the lead and the suture sleeve. The leads both demonstrated normal function with an absence of electrical anomalies. No programming changes were made in relation to this event. The patient did not have any symptoms with this event. Related manufacturer reference number: 2017865-2019-05630.